Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 12 mg/dl. Reportedly, the customer was treated with intravenous fluids; however, the customer could not recall the exact fluids. Customer was discharged 1 day later, (B)(6) 2026 with the issue resolved and no permanent damage. System check was performed by tandem technical support and reportedly that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.